Manufacturer narrative:
The datacard and handpiece were returned for evaluation. The treatment tip was not available for return. The datacard showed the following errors occurred during treatment. Quantity - error ID - description - percent of reps 1 - ec781 - err_activation_button_timed_out - (B)(4). 3 - ec78e - err_force_before_activation -(B)(4). 2 - ed4c8 - err_gen_rf_tx_reflect_pwr_mon_err - (B)(4). When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, operator to follow the instructions on the touchscreen to proceed. Based on the evaluation of the data, the handpiece did not perform as expected. Based on the reservoir pressure data and thermistors data, service concluded that the solenoid valve was clogged. Return of the handpiece confirmed no cryogen flow due to handpiece lee valve not functioning. This issue does not result in risk to patient. If a treatment tip¿s thermistors exceed the maximum temperature limit due to accelerated thermistor temperatures during active mode, the temperature monitor will catch this condition and display a ¿tip too warm¿ error and place the system into a safe state. According to thermage flx user manual (p009418-04 rev. A), blisters are a known possible side effects during a thermage flx treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Based on the evaluation of the data, the handpiece did not perform as expected. Service confirmed no cryogen flow due to handpiece lee valve not functioning. This condition presents no patient risk since flx monitors temperature. Customer reported no error occurred during treatment. Flx appeared to be working correctly. Based on the available information, blisters are a known possible side effects during thermage flx treatment. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number(B)(4). The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required, since there is no non-conformance. Trending will be performed to monitor this issue. No further action is required at this time. The investigation is complete.

Manufacturer narrative:
Based on the patient card data log that was uploaded the handpiece did not perform as expected. Based on the reservoir pressure data and thermistors data it is concluded that the solenoid valve was totally clogged. The system also posted ed4c8 however it is unknown why this error occurred. The tip has been discarded. The investigation is ongoing.

Event description:
The user facility reported blisters appeared on the patient's abdomen after about 30 pulses using a 1.5 setting. The system appeared to be working correctly. No error messages appeared. The patient was administered pronox. The reporter does not expect permanent damage or scarring.